Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device was received and evaluated. Visually, no anomalies were observed. The foot switch was mated with a vapr vue test generator. An s90 electrode was connected to the generator and submersed in a container of saline and all correct default settings were displayed. The electrode tip was submersed in a saline container and was tested in both ablate and coagulation modes. The vapr3 foot switch passed both the tests. Hence ,reported condition was not confirmed and no defect was found .hence, the root cause for the reported failure cannot be determined. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that the vapr 3 footswitch was plugged in and would work intermittently. The sales rep was not present when the issue occurred and could not specify if the event happened in relation to a case. No patient harm was reported to the sales rep. The device is being returned for evaluation. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.